Event description:
It was reported that the customer was having inaccurate calibration and blood pressure measurements. No patient injury was reported. .

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be performed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Lot number is unknown. PMA/510(k) is unknown. No information is provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).